Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port was damaged, and the pump battery intermittently could not be charged properly without the customer manually adjusting the cord. Additionally, it was reported that the pump battery was taking longer to charge, the touchscreen was unresponsive, and the wake button was sticking, leading to difficulties in turning on the pump. No further information was obtained as customer declined troubleshooting with tandem technical support. There was no reported impact to blood glucose.